Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. The customer stated that due to the error message she had contacted her doctor for a replacement meter; the doctor had advised the customer to contact the manufacturer. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/14/2025 and open vial date was not provided. T he customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error message. H1: type of reportable event of serious injury being submitted due to no defect found on returned meter and test strips. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 15-oct-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.